Event description:
During a normal device exchange procedure, the device had difficulties detaching from the tissue and force was applied to explant the device and resulted in the device being broken. The patient reported experiencing discomfort. The patient is stable.